Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms and loss of capture. An x-ray was performed and the lead a fracture was noted. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the conductor coils was confirmed to be fractured at 506 mm from the terminal pin. Analysis indicated this fracture was due to the suture tie down sleeve.